Manufacturer narrative:
Both catheters were returned and analysis found no significant anomalies. Product ID: 8703w, lot# l43528, implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot #: l43528, implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-mar-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient that was receiving dilaudid (4.5 mg/ml at 0.4997 mg) and bupivacaine (20 mg/ml at 2.221 mg) via an implanted pump. The indication for use was non-malignant pain. It was reported a catheter dye study was performed, on (B)(6) 2019, and it resulted in the conclusion that the catheter was sluggish and was partially occluded. It was noted the physician explanted the patient's old catheter and replaced it with a new one. The old catheter was returned to the manufacture. No symptoms were associated with the event. The patient's weight was (B)(6). It was noted the issue resolved.